Manufacturer narrative:
(B)(4) device 1: rd900aeu; serial no: (B)(4), year of manufacture: 2000. Device 2: rd900aeu; serial no: (B)(4), year of manufacture: 2006. Method: the complaint rd900aeu neopuff infant resuscitators were received at our service centre in (B)(4), where they were inspected and performance tested according to the neopuff's product technical manual by a trained fisher & paykel healthcare service engineer. Our investigation is based on the photographs and service reports provided by our (B)(4) service center. Results: visual inspection of the provided photographs revealed device 1 and 2 had cracked enclosures. The manometers of both devices were found to be out of specification from the performance test conducted. A lot check for device 1 was not performed as the lot number was not available. A lot check for device 2 revealed no other complaints for faulty manometers. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It must be noted that the subject neopuffs are approximately 16 and 10 years old (device 1 and 2 respectively). All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".

Event description:
A hospital in (B)(6) reported that two neopuff infant resuscitators had physical damage. No patient consequence was reported.